Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-jul-2020, UDI#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was not working. The doctor¿s office checked the ins battery while in the office and it was determined to be dead/¿not working¿. In discussions with the patient, it was discovered that they had several co-morbidities and had recently lost quite a lot of weight. It was reported that the ins battery was moving in the pocket since the weight loss which was when the patient noticed the device was not working. During a surgical intervention/intraoperative procedure, the doctor opened up the pocket site and discovered the battery was disconnected to the lead (while in the body). When the doctor went to remove the lead and was dissecting the lead capsule, they discovered the lead was broken. It was also reported that the lead broke during removal. They were unable to retrieve the remaining fragments and, using fluoroscopy, it was seen that the tined portion of the lead was still in place. At that time, the physician felt that it must remain in the patient¿s body (on the left side). The issue was not resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.